Manufacturer narrative:
(B)(4). Culture results tested positive for pseudomonas aeruginosa. Patient has not reported any further complications.

Event description:
The treating center provided additional information regarding the cultures results to neuropace.

Event description:
The treating center provided additional information regarding the patient. (This new complaint is related to FDA 3004426659-2021-00043, (B)(4), including both the initial report of infection and follow up report (fup1)).

Manufacturer narrative:
(B)(4). On (B)(6) 2021 patient presented with discharge at surgical site and crusted-over wound. No systemic symptoms, fever/rash, nausea etc. The wound was opened and debrided, cavity irrigated, and infected tissues excised. The entire rns system, including the neurostimulator, leads and ferrule were explanted. Patient was given oral and IV abx and a PICC line with cefepim was placed. A wound drain was placed and removed on (B)(6) 2017. Patient was under observation until discharged on (B)(6) 2021. Diagnosed as an incision site infection.

Manufacturer narrative:
(B)(4).

Event description:
The patient developed an infection at the rns system incision site. A wound revision and washout was performed on (B)(6) 2021. During the procedure, the wound was debrided and the rns system neurostimulator was reseated. Vancomycin was placed during the wound closure. Treatment with the rns system was uninterrupted. The infection was reported as a superficial incisional infection and non-fungal.